Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the balloon observed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The device was soaked in a water bath to help soften the media before inflation attempts were made. The device was removed from the bath and the balloon was attached to an inflation device and was subjected to positive pressure to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal from the distal markerband. The tip section of the device was visually and microscopically examined and no issues were noted. A visual and microscopic examination of the markerband observed no issues as well. A visual and tactile examination found no kinks or damage on the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that a difficulty crossing issue occurred. The severely stenosed target lesion was located in the right coronary artery. A 10/2.50 flextome cutting balloon was selected for use. During procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was stable. However, device analysis observed a pinhole located at 1mm proximal from the distal markerband.